Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03273. This report is being submitted as additional information. The patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 43 days. Manufacturer's investigation conclusion: the device remains implanted and the patient remains on lvad support. The reported low flow alarms confirmed based on a review of the submitted system controller log file data; however, a specific cause for the recorded events could not be conclusively determined through this evaluation. A direct correlation between device and the reported event could not be conclusively determined. Flow obstruction and thromboembolism are listed in the instructions for use as potential risks/adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also outlines all pump parameters, provides information regarding the assessment of pump flow, and outlines all system controller alarms (including the low flow hazard) as well as the appropriate actions associated with each alarm condition. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
He patient was implanted with a left ventricular assist device. It was reported that the patient underwent a CT scan of the chest, and the findings were notable for soft tissue filling defect along aortic root side of noncoronary cusp concerning for thrombus formation. The patient was started on heparin drip and inr goal increased to 2.5-3. No further information was provided.

Manufacturer narrative:
Patient weight was inadvertently omitted from previous report.